Event description:
The hospital reported that the forceps did not close properly during a procedure and upon withdrawal, the patient's lung was scraped. The hospital reported that event caused excessive bleeding, however, no medical intervention was needed. The patient was discharged without complication.